Manufacturer narrative:
The device manufacture date and the manufacturing location are currently unavailable. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor power of the compact air drive device was too low. It was further determined that the bearing was blocked. It was further determined that the device failed pretest for check starting behavior and check the power with test bench: min. 110 to 160 watts. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The event occurred during the month of (B)(6) 2018. However, the exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4) contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction: upon further review of this complaint, it was determined that the date received by manufacturer was inadvertently omitted in the previous report. The date received by manufacturer was 8/23/2018. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.